Manufacturer narrative:
The customer declined to have the service evaluate the system and cancelled the service call. No conclusions can be drawn as conclusive repair info is unavailable at this time and no add¿l service info was provided.

Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.